Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-may-14, additional information was received from an healthcare professional (hcp), via a manufacturer representative (rep). Additional information reported a motor stall on (B)(6) 2020 at 3:07 pm. The patient told the hcp that they had an magnetic resonance imaging (MRI) and then started feeling poorly that night (feeling like withdrawal). The patient went to the pump physician's office the next day ((B)(6) 2020) and the pump did not recover until they read the pump on (B)(6) 2020 at 2:11 pm. Logs show a pump motor stall recovery occurred at this time. The hcp saw the patient on (B)(6) 2020, and they noticed that the pump had another motor stall on (B)(6) 2020 at 7:48 pm with a recovery occurring on (B)(6) 2020 at 7:54 pm. The patient was asked what they were doing that day and they stated that they had no appointments and was home that evening. Information was reviewed with the hcp. They would follow up with the patient's managing physician. Logs indicated the pump contained dilaudid (10.0 mg/ml) and marcaine (5.0 mg/ml).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving clonidine (concentration: 5 mcg/ml, dose rate: 1.04 mcg/day) and dilaudid (concentration: 10 mg/ml, dose rate: 2.04 mg/day) via an implantable pump for non-malignant pain. It was reported that patient had magnetic resonance imaging (MRI) yesterday (B)(6) 2020. The patient came into the physician¿s office on (B)(6) 2020. They interrogated the pump in the office and the pump started alarming and showing motor stall. The company representative did not know at time of call if the pump had been alarming overnight for the patient but was going to ask. At the time of the report it was reviewed to have the healthcare provider interrogate with logs a second time, as it appears to likely be telemetry state. It was indicated that 23 hours had elapsed since the patient had magnetic resonance imaging (MRI). The company representative was to call the healthcare provider and review telemetry state and discuss what to do moving forward. No patient symptoms were mentioned to company representative. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that a healthcare professional (hcp) originally reported the issue to the rep. It was reported that the patient experienced no symptoms related to the motor stall. Upon the second pump read the motor stall recovered. It was reported that the stall was not due to telemetry state. The cause of the stall was unknown. No further complications were reported.